Event description:
Dealer called in to state that end user was going up steep incline on approximately (B)(6) 2020 when chair tipped over backwards resulting in a bruised arm (size of a golf ball). Did not seek medical attention.

Manufacturer narrative:
Background information: sunrise medical power wheelchairs are designed to safely ascend and descend 10% slopes while remaining stable. It is unknown what angle slope the user was attempting to ascend; simply referred to as a "steep incline." Quickie s626/636/646 owner manual (p/n 930570, rev c, section s, page 18 states: "s. Ramps, slopes & sidehills - warning! - the center of balance of your chair changes when you are on a slope. Note- "slope" includes a ramp or side hill. Your chair is less stable when it is at an angle. Never use this chair on a slope unless you are sure it is safe. When in doubt, have someone help you. Beware of: 1. Steep slopes. Do not use this chair on a slope steeper than 10%. (A 10% slope means: one foot in elevation for every ten feet of slope length). Page 19 of the owner manual states: "t. To reduce the risk of a fall, tip-over or loss of control: 1. Never use your chair on a slope unless you are sure you can do so without losing traction. 2. Always go as straight up and as straight down as you can. · do not "cut the corner" on a slope or ramp. · do not turn or change direction on a slope. 3. Always stay in the center of the ramp. Make sure ramp is wide enough that you are not at risk that a wheel may roll off the side. 4. Lean or press your body uphill. This will help adjust for a change in the center of balance caused by the slope. (Fig. 1) 5. Keep your chair moving at a slow, steady speed. Keep control over the chair at all times. · on a descent, do not let your chair accelerate beyond its normal speed. · if the chair picks up speed, center the joystick to slow down or stop." Discussion: the complainant does not state what slope the incline was at, but the product is developed to operate safely on any incline (following safe operating instructions) on a slope of up to 10%. Attempting to climb or descend a slope greater than 10% can cause tipover. This is an inherent risk in wheelchairs as they have a point of instability if they are pushed beyond their safe operating limits. This model wheelchair is equipped with a tilt actuator that sends a signal to the anti-tip actuator. In this case, the cause of failure could be a malfunction of the tilt actuator or the harness that connects with the anti-tip actuator. This malfunction may have allowed more flex than would have happened otherwise on the anti-tips that may have contributed to the fall. Conclusion: most likely root cause is an anti-tip actuator failure to activate based on the open circuit found on the anti-tip actuator. This malfunction most likely contributed to the tip-over resulting in a minor injury. Tip-overs in power wheelchairs are considered potential for serious injury if they are to recur. Therefore, an MDR is being filed for this incident. Additional information: this complaint has been re-reviewed as a part of a four-year retrospective review and remediation effort based on enhancements made to the company's complaint handling and adverse event reporting processes. A legal consulting firm was consulted for the retrospective review. This MDR is being filed based on the outcome of that retrospective review.